Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received erroneous results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 analyzer. The primary tube of the sample initially resulted with a troponin t value of 43.95 pg/ml accompanied by a data flag. This value was reported outside of the laboratory to the doctor. The primary tube of the sample was repeated, resulting as < 3.00 pg/ml accompanied by a data flag. The sample was then aliquoted into a sample cup and repeated resulting as 4.45 pg/ml. Quality controls were then tested on the analyzer, then the primary tube was repeated resulting as < 3.00 pg/ml accompanied by a data flag. The doctor asked for different procedures to be performed on the patient based on the erroneous result. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 267654 with an expiration date of 31-jan-2019. The field service engineer checked the reagent pack and found bubbles in the pack. The customer replaced the reagent pack. He checked the probe and mixer adjustments and checked the probe fluidics. He ran performance testing and this was initially out of specifications. He re-guided the tubing and ensured the tubing was properly tightened. He executed a system volume check and checked probe voltages. He adjusted the photomultiplier tube high voltage. He performed a blank cell calibration and repeated performance testing. The repeat performance test was then acceptable. The customer ran calibration and controls; results were within range and acceptable.

Manufacturer narrative:
The provided calibration signals are slightly lower than expected. The qc recovery were within range after the event. No clots were visible in the sample. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.